Event description:
It was reported that during a laparoscopic gastric bypass procedure, the device was opened and loaded with a gold reload for the creation of a new pouch of the stomach. The surgeon tried to fire the device; it jammed during the first stroke of the first firing cycles. The surgeon heard a strange noise when trying to fire the device. The surgeon opened the device and did not feel confident with the device anymore to reload it again, so he decided to open a new device and finished the procedure without any problems. There were no adverse consequences for the patient. Additional information: on what tissue type was the device used? At what location on the tissue? The device was used on the stomach to create a new pouch. It was the first stroke of the first reload, so it was located on the lesser curvature of the stomach. Was the device fired on tissue that had been radiated or has the patient been taking systemic steroids? The patient was not radiated of taking systemic steroids. What other color cartridges were used before and after this event? There was a golden reload loaded in the device. Afterwards he used a gold reload again and it worked perfectly. Was buttressing material utilized? If so, which product? No. Was the instrument fired across or near an existing staple line or clip? No, it was the first reload. Were any of the forces higher or lower than expected (closing, firing, or opening)? Not before it jammed. He was not expected to hear the strange noise when he tried to fire the device. After use, did each of the triggers and buttons automatically return to their original (pre-fired) positions, without intervention? Yes, but he did not have any confidence in the device anymore. That is why the surgeon opened up a new device and finished the procedure with the new device. Was there any difficulty removing the device from the tissue? No.

Manufacturer narrative:
(B)(4). Incomplete/interrupted firing. The analysis results found that one ec60 device was returned with the handles open and with a reload loaded in the device. The reload was received partially fired. No functional test could be performed due to the condition of the device. While no conclusion could be reached as to how the shrouds became opened; it should be noted that a 100% inspections takes place during manufacturing to ensure the device meets the require specifications prior to shipments, (B)(4). A batch record review was performed and no anomalies were found during the manufacturing process.